Event description:
"Leakage from a twist clamp of the transfer set." The date of how long the set was in place is unknown. There was no patient injury or medical intervention associated with this incident according to baxter.